Event description:
Customer reported receiving an error 3 when a test strip was inserted into their freestyle blood glucose monitor. As a result of receiving this error, they were unable to properly obtain a blood glucose result. The customer then reported feeling sweaty and sick. They reported having blurred vision, and they then reported going into convulsions, having a seizure, and losing consciousness. Paramedics were called, and the customer reported staying in a local hospital overnight and being diagnosed with diabetic ketoacidosis. Exact treatment administered to stabilize glucose levels is unk.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.